Event description:
A nurse contacted baxter (B)(4) regarding a leak from a uv flash transfer set. The nurse stated that leakage was found from the set where there was damage to the occluder feet of the twist clamp. The product was in use for 60 days. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the sample evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with broken occlude feet noted. Leak testing was performed with no issues noted. A visual inspection noted no whitish spot on the occluder leg that would indicate possible over-torquing. A batch review could not be completed because the lot number was unknown.